Manufacturer narrative:
Results investigation: it has been received 1 unused sample of 20ll with open blister and 1 picture. On visual inspection of the sample and picture received it can be observed the barrel of the syringe is damaged at the edge of the tip base and a white particle inside the syringe. It can be observed too that one of the barrel flags is broken. DHR of lot 1701264p has been reviewed not finding any annotation or deviation regarding damages in barrel or plunger. On inspection at 10x it can be observed the particle inside the syringe and the damage in the barrel edge are made of polypropylene. The particle can be produced due to a syringe got stuck in the feeding/transport system during manufacturing process, resulting damaged in the edge and barrel flag. The particle inside the syringe can come from the damage on the barrel flag or it can from another syringe particle fall after inside this barrel. Since the areas where pieces run are protected to avoid damages in the product and no incidence has been found during manufacturing process of this lot, the root cause cannot be determined. A definitive root cause cannot be determined however the incident is reported to area manager.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4).

Event description:
It was reported there was white particles inside the bd plastipak¿ 20 ml syringe. No injury or medical intervention.